Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: three electronic photos were provided and reviewed. The first photos show the device packaging and labeling details, which match with the information available in track wise. Second and third photo shows that one touhy-borst adapter loaded onto the pusher catheter, which is partially seen, a sheath is seen beside and damaged was noted on the sheath. No anomalies were observed. Based on the photo review, the reported event cannot be confirmed also, identified for the material deformation as slight deformation was noted on the sheath. Therefore, the investigation is inconclusive for the reported difficult to advance as the as no objective evidence was provided for review and investigation is confirmed for the identified material deformation as slight deformation was noted on the sheath. A definitive root cause for the reported difficult to advance and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a filter placement procedure using denali device. During the procedure, the ivc filter was allegedly stuck inside the sheath at the superior vena cava and internal jugular. The physician was able to manipulate it and get it passed the junctions and deployment was successful.